Event description:
I received blue light treatment at dermatologist. I wore the protective eyewear and kept my eyes shut. I immediately had trouble driving and it did not improve with them. I am now scheduled to have cataracts removed from both eyes. The dermatologist denied any connection and refused to refund the amount due. My eyesight was blurred when I finished treatment. Soon after I was diagnosed with cataracts. My eyesight had been fine until then. My optometrist said it probably hastened the cataracts.